Event description:
Stent with the delivery system was advanced toward the target lesion in the right coronary artery, which was highly calcified. It was not possible to cross the lesion, therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent. The stent was successfully snared from the pt and discarded. Another stent was successfully placed at the target lesion and there was no add'l clinical sequelae reported relative to the event.